Manufacturer narrative:
This report is being sent to correct b1.

Event description:
It was reported that eight days following the implant procedure for this subcutaneous implantable cardiac defibrillator (s-ICD) device, the patient presented with a pocket infection. The physician subsequently explanted this device and fitted the patient with an external shocking vest to provide therapy as the infection heals. The s-ICD electrode was left in situ and a replacement s-ICD procedure was scheduled for december to resolve the event. The patient was stable with no additional adverse effects. This device was retained by the healthcare facility and will not be returned for evaluation.

Event description:
It was reported that eight days following the implant procedure for this subcutaneous implantable cardiac defibrillator (s-ICD) device, the patient presented with a pocket infection. The physician subsequently explanted this device and fitted the patient with an external shocking vest to provide therapy as the infection heals. The s-ICD electrode was left in situ and a replacement s-ICD procedure was scheduled for december to resolve the event. The patient was stable with no additional adverse effects. This device was retained by the healthcare facility and will not be returned for evaluation.